Event description:
It was reported that the case of the subject pacemaker was damaged.

Event description:
It was reported that the case of the subject pacemaker was damaged.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029

Manufacturer narrative:
Preliminary analysis of the returned device evidenced operation in accordance with specifications, except for delamination of the silicone cap associated to the connection set-screws.

Event description:
It was reported that the case of the subject pacemaker was damaged.